Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device was prophylactically removed following the advisory notification. Although there was no allegation of a product malfunction, this is an MDR reportable complaint. If premature battery depletion occurs; it may cause or contribute to a serious injury and may result in an undetectable cessation of life support. Furthermore, surgery was performed to prevent permanent impairment or damage to body function.